Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the surgeon was performing a cholangiogram utilizing a clip applier where partial closure technique and handle squeeze is needed around a catheter placed in the duct to secure it prior to injecting contrast. On the first firing the surgeon partially squeezed to an audible click, the clip appeared to be on the catheter. The dye was added but the clip fell off so did the catheter. On the second firing, the same procedure was done but the clip was too tight so the catheter was removed. The surgeon succeeded after his third attempt. There was no patient injury.